Event description:
The pt reportedly was hospitalized on (B)(6), 2010 for "mild dka." The pt's mom along with a nurse from the hospital contacted animas to rule out any malfunctions with the pt's pump. On the day of the event, the pt had an unspecified low blood glucose result around lunch time. The pt's mom corrected with snacks and about 5 hours later the pt's blood glucose was in the 500's and was not responding to boluses. It is unk how much insulin the pt was getting during the 5 hours that elapsed between lunch and the event. The pt's mom took the pt to the ER where the pt was taken off the pump and placed on an IV insulin drip. The pt was put back on the pump this morning and was responding to boluses. The animas representative troubleshot the pump with the reporters and noted the following: an air bolus was successfully delivered, no alarms in the past several days except for low/empty cartridge warnings, the bolus history totals were confirmed to be correct. The pt's mom also claimed there were no issues with the infusion set/ site. The animas representative concluded that there was no indication of a pump malfunction. The rptr was advised to consult with the health care professionals regarding clinical recommendations with the pump settings. However, this complaint is still being reported because the pt allegedly developed "mild dka," which required hospital treatment.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.